Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the approved item could not be selected for issue. A technical support specialist remoted in and restarted the application, after which the item was issued successfully. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, an item issue error occurred. The user attempted to issue ultram 50 mg tab for a patient. Although the rxverify request had already been approved, the user was unable to select the medication for issuing. The item could not be accessed for dispensing, which affected the medication workflow. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.